Manufacturer narrative:
The balloon of a 5f mynxgrip vascular closure device (vcd) would not deflate. There was no reported patient injury. An approach was made from the right common femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. A retrograde approach was used. The device failed during the procedure. The balloon fully deflated. Hemostasis was achieved by manual pressure. Additional procedural details were requested but are unknown. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 5f and six sterile unused mynxgrip devices from the same lot were returned. Per visual analysis, the shuttle cartridge engaged to the handle with the procedural sheath pulled back against the shuttle. The balloon was torn with the core wire exposed and the proximal balloon bond was inside the advancer tube. The sealant was not returned with the device. Per microscopic analysis, a radial tear in the balloon approximately 2.5 mm from the balloon¿s proximal neck was observed. The distal balloon and the distal shaft inverted, and balloon material was bunched up. The six sterile unused mynxgrip devices from the same lot were received for evaluation in the original sealed packages. Three samples were randomly chosen for visual inspection and no anomalies were observed. Per functional analysis, three sterile unused mynxgrip devices was chosen for investigation. Balloon inflation and deflation testing was performed on the balloons. The balloons were fully inflated with water and pressure was maintained with proper functioning of the inflation indicator. The balloons deflated as intended during test. All three devices passed the test and are deemed to meet specifications. A product history record (phr) review of lot f1926801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty¿ was not confirmed due to the condition in which the device was received. Analysis of the returned device revealed a radial tear in the balloon. However, it was unknown if the damaged to the balloon was the cause or the effect of deflation difficulty. The six sterile returned devices functioned as intended per the IFU. Based on the information provided and the investigation performed, the root cause of the failure could not be conclusively determined. Handling factors, such as excessive force, or vessel characteristics, although not reported, may have contributed to the reported event. According to the mynxgrip IFU, which is not intended as a mitigation of risk, users are instructed to inflate and deflate the balloon during preparation of the device. This allows the user to verify if the inflation indicator and balloon are functioning appropriately. Neither the phr nor the product analysis suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported the balloon of a 5f mynxgrip vascular closure device (vcd) would not deflate. Hemostasis was achieved by manual pressure. There was no reported patient injury. The patient was not hospitalized. An approach was made from the right common femoral artery. The device is expected to be returned for evaluation.